Manufacturer narrative:
The customer stated that they will not return the device for investigation.

Event description:
The complaint reporter stated that a component used with the acuity central monitoring system, a commercial lcd flat panel display, was not functioning. The effect is that pt data are not visible. Audible alarms would still function. The reporter made it clear that they would not send the item to welch allyn for investigation. Note 1: the customer did not provide info regarding pt identifier info for block a. There was no report of any adversely affected pts.